Event description:
During follow-up, the device could not be interrogated. Premature battery depletion was suspected. The device was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of possible premature discharge of battery and inability to interrogate were not confirmed. The device was received with normal telemetry and output. Analysis performed did not identify any functional issues. A longevity assessment found the device was operating above the elective replacement indicator (eri) voltage with appropriate remaining longevity. Additional findings were found. Visual inspection of the header attachment area detected an anomaly between the epoxy header and titanium case. The device was cut open to enable further testing and the battery was found at normal levels, with signs of rapid depletion. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested by connecting to an external power source. Test results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly.